Event description:
It was reported that the tip of the torque wrench broke off during final tightening of the blocker. It was reported that a duplicate secondary instrument tray was then opened to gain access to another torque wrench to complete final tightening. Surgical delay was 15 minutes.

Manufacturer narrative:
Method: device history review and device inspection. Results: the returned instrument was visually inspected and the hex-tip was confirmed to be broken. The broken fragment was not returned. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement (high hardness).

Event description:
It was reported that the tip of the torque wrench broke off during final tightening of the blocker. It was reported that a duplicate secondary instrument tray was then opened to gain access to another torque wrench to complete final tightening. Surgical delay was 15 minutes.